Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Replacement pump was sent to customer to resolve the issue. Customer¿s blood glucose level was 485 mg/dl.